Event description:
It was reported that during the implant attempt, the lead helix would not extend. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix was noted to be disengaged from the helical channel. Blood was found on the distal conductor (not obstructed) and blood/body fluid was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The inner tubing appeared kinked/buckled, and there was a tip seal observation.